Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with a significant amount of discoloration present on the screen and on the cap. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and performed as intended. Upon connection, the temperature threshold of the controller defaulted to 45 degrees. During testing of the returned wand, the temperature did not rise above 31 degrees and did not cause the controller to alarm. The suction line was tested and performed as intended. The complaint could not be verified and the root cause could not be determined with confidence as the temperature warning alarm was not exhibited during functional evaluation and the device functionally performed as intended. It is possible that there was not sufficient suction pressure in order to ensure adequate flow and circulation of saline to prevent unnecessary heating which could have caused the temperature to elevate and trigger the controller to alarm and also result in tissue damage or thermal injury. Likewise, the user may not have set the controller temperature threshold to the desired value. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the ambient feature alarmed multiple times during a knee arthroscopy. The wand was allowed to cool then reactivated to continue use. Upon clearing the fat pad tissue, a burn hole was observed in the articular surface of the medial femoral condyle. The surgeon immediately stopped using the device and upon inspection, noted a black mark on the metal sleeve on the back of the wand. The procedure was completed using a competitive device (stryker shaver) without further complications. Complaint 2 of 2. See related complaint (B)(4) (controller).